Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: a4, b5, d4, d10, h4.

Event description:
It was reported that, after a right tha had been performed on (B)(6) 2019, the patient experienced an infection. A revision surgery was performed on (B)(6) 2019 where r3 20 deg xlpe acet lnr 28mm x 46mm and oxinium fem hd 12/14 28mm +8 were explanted. Patients current health status is unknown. This information was provided by the national joint registry for england, wales, northern ireland and the isle of man supplier feedback; therefore, further information is not available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, this complaint is from the national joint registry of the united kingdom. The national joint registry raw data spreadsheet was reviewed; however as of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined with the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2019, the patient experienced an infection. A revision surgery was performed on 4-set-2019 where r3 20 deg xlpe acet lnr 28mm x 46mm and oxinium fem hd 12/14 28mm +8 were explanted. Patients current health status is unknown. This information was provided by the national joint registry for (B)(6) and (B)(6) supplier feedback; therefore, further information is not available.